Event description:
It was reported that the patient experienced a loss of stimulation. Imaging was performed which confirmed lateral migration of the two implanted spinal cord stimulator (scs) leads through though they had been implanted midline. Reprogramming was attempted to regain stimulation and regain pain relief, however it was not successful. The patient underwent a revision procedure in which the leads were removed and replaced with a new device. The patient is doing well post operatively. The devices will not be returned for analysis as they were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7073923.